Event description:
It was reported ¿that during a thyroidectomy procedure, two trivantage tubes had cuffs that leaked. With the first two cuffs, they used the glide scope to intubate. On the third cuff they used the standard intubation tube.¿ it was confirmed that after intubating, the cuffs were inflated, then very slowly they deflated, requiring reintubation. There was no patient impact, but the patient did have to be intubated three times; the third cuff worked fine.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Note: a total of 2 devices were involved in this event, both with the same part number and lot number. Both were received and both were analyzed for this report. Product evaluation: received 2 samples for analysis: there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the cuffs and a dried substance consistent with lubricant on the exterior of the tube. For both samples, when compared to assembly drawing: air was injected into the cuff where it immediately leaked out through a small hole; each cuff was covered with a considerable amount of a reddish brown substance believed to be blood. The holes were in approximately the same place on each device, near the "anterior midline" indicator, and each perforation was jagged and irregular in nature. The customer indicated that the two failed intubations within the procedure were performed utilizing a glidescope before changing to another method, at which time there were no further complications. This is consistent with a systematic failure inherent to the previous technique and damage as a result. The instructions for use warns ¿do not attempt to use an emg endotracheal tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality.¿ providing the instructions were followed, the reported defect would have been detected prior to intubation. The information most likely indicates the damage occurred during intubation as a result of procedural, anatomical, or operational factors.